Event description:
It was reported to boston scientific corporation that an autocap rx was used during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2025. During the procedure, when the stent was advanced through the autocap, the sponge and the rings fell off inside the patient. The procedure was completed successfully using the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0413 captures the reportable event of the sponge and multiple rings fell off into the patient.